Manufacturer narrative:
Due to the lack of patient and product information, and most importantly, any laboratory testing confirming bacterial contamination of the product, the root cause of the event is unknown. The device was not returned to the manufacturer and thus no additional testing could be performed. Review of the lot records indicated that the device met all acceptance criteria including sterility prior to release. We are unable to confirm the origin of the infection from the time in which the sterile pouch was opened to the time in which the device was removed from the patient.

Event description:
Physician reported that the device was placed on a patient, worked "ok" but at the one-week follow-up visit had to be removed due to pseudomonas overgrowth. The graft was purportedly disposed. Manufacturer contacted physician who stated that the patient did "well", had no infection, and the device did not harm the patient. No laboratory tests were performed. Subsequent attempts, including direct written inquiries, were made to obtain patient-level information; however, physician was either unwilling or unable to provide additional information. When asked to provide specific detail on the patient and the event, the physician responded, "this was not an adverse event" and has since not responded to further attempts to gain additional information.